Manufacturer narrative:
Product analysis #701192388: investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade tna ¿ adenoid tip, product number: ps300-003, lot number: 0209856163, expiration date: 2018-07-19, quantity returned: 2 testing performed: visual inspection: (device visual inspection must be filled out for each device returned). Device packaging inspection: two returned plasmablade¿ tna devices with attached adenoid tips received inside a (B)(4) shipper box within a plastic bag with brown paper to fill the negative space. Tyvek® lids returned; the device information was confirmed against the information listed within gch from the tyvek® lids. Devices were labelled as device # 1 and device # 2 for traceability. No paperwork was provided. Device visual inspection: device # 1: tna adenoid tip is used with excessive eschar and tissue build-up on the electrode wire and electrode housing as well as the electrode housing exhibits melting. Suction opening is excessively occluded with tissue and coagulum build-up. Tna adenoid tip electrode wire is fractured and detached from the electrode tip housing on one side which visually relates to the reported complaint description, figure # 1 and figure # 2. See reference new adenoid tip for comparison, figure # 5. Device # 2: device handle was not retuned with the plasmablade¿ tna adenoid tip. Tna adenoid tip is used with excessive eschar and tissue build-up on the electrode wire and electrode housing as well as the electrode housing exhibits melting. Suction opening is excessively occluded with tissue and coagulum build-up. Tna adenoid tip electrode wire is intact and not detached form the electrode housing which visually relates to the reported complaint description, figure # 3 and figure # 4. See reference new adenoid tip for comparison, figure # 5. Functional inspection: functional inspection was not performed as the complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # 0209856163 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained in gch was confirmed in the laboratory environment. The returned plasmablade¿ tna adenoid tips reveal evidence of electrode fracture and melting of the tip housing. Improper cleaning and use contributes to this failure mode. This complaint has been seen in the past and been addressed through situation analysis (B)(4). This complaint will be tracked and trended within gch. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
Shortly after the start of an ent case, the electrode wire broke. The wire is still connected to one side of the housing. A second device from the same lot was utilized and the same failure occurred. It is unknown how the case was completed but, there was no patient impact.